Event description:
It was reported that the patient presented for a right ventricular (rv) lead revision due to dislodgement. The rv lead was explanted and successfully replaced. The patient was stable.